Event description:
It was reported that a cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 33mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, and it was noted at that moment that a perforation had occurred. The patient was brought to surgery to have the perforation repaired. The patient was stable following surgery. No closure device was implanted in the patient.